Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "short-term efficacy for applying total hip arthroplasty in patients with crowe IV congenital dysplasia of hip" written by xianjun chen, bingeng liu, qingjiang pang, and xiao yu published by j orthop trauma,aug.2016,vol.29,no.8 was reviewed for MDR reportability. The article's purpose: "to discuss the surgical approach and short-term efficacy of applying total hip arthroplasty (tha) in adult patient with crowe IV congenital dysplasia of hip (cdh)." Twenty hips (4 males & 16 females) are included from the study and all received depuy acetabular & s-rom prosthesis implanted between march 2010 and march 2015. Adverse events: 1 intra-operative fracture of lesser trochanter treated with wire binding fixation, 1 nerve damage self recovered at 3 month follow up, and 1 patient with heterotopic ossification without impact to function. The article does not identify the platform of the depuy acetabular component; nor does it identify the femoral head but it is reasonable to conclude the femoral head is a depuy product as well.